Event description:
The customer did not provide any specific info as to the reason for the return of the product. There was no pt injury reported. Inspection of the product found that there is no alarm when pressure is taken off the sensor or when the sensor is detached from the alarm.

Manufacturer narrative:
(B)(4). Eval results: eval of the product found that there is no alarm when pressure is taken off the sensor or when the sensor is detached from the alarm. No alarm when the tone selector button is pressed. The unit is missing the battery door. The red and black battery wire insulation is pinched. Five 8350 alarm products received from a customer were not included on the list of customer approved return products under the assigned returned material authorization (RMA). They were received with no notification and no info regarding any customer issues claimed. The products were evaluated in a timely manner after receipt and the evals indicated a reportable malfunction. The eval results were not properly routed and reviewed internally due to the circumstances of their receipt, which resulted in the submission delays for these reports. (B)(4).